Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon was difficult to remove after inflating the balloon. Once the user pulled and removed the catheter, the asymmetrical balloon was found. This event occurred on the 5th day of placement. It was reported that the user was able to inject only 9 cc of water after insertion. Because it was not possible to inject water anymore, the user tried to deflate the balloon. But the water could not aspirated. The user pulled and removed the catheter and found the asymmetrical shaped balloon. There was no patient injury.

Manufacturer narrative:
Received only a 3way catheter for evaluation. The reported event was unconfirmed. The sample was visually evaluated and no pinch or blockage was observed. The sample was functionally tested with a lab syringe. The balloon was inflated with 10cc of water using normal fill technique and the balloon was able to inflate and deflate in 11 seconds. The sample was dissected and did not find anything to contribute to the reported problem. The following results were obtained during the dimensional evaluation: concentricity (full inflation volume) 80/20; eye snip length 3/32¿; eye snip width 2/32¿; eye snip distance from distal cuff 11/32¿; eye snip distance from proximal cuff 8/32¿; rubberize thickness 10 thou; inflation lumen coverage 15 thou; balloon thickness (average) 26 thou; reinforcement 82 thou. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "contraindications method for use: do not reuse. Do not resterilize. This device contains 10% povidone-iodine, for patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]" (B)(4).

Event description:
It was reported that the balloon was difficult to remove after inflating the balloon. Once the user pulled and removed the catheter, the asymmetrical balloon was found. This event occurred on the 5th day of placement. It was reported that the user was able to inject only 9 cc of water after insertion. Because it was not possible to inject water anymore, the user tried to deflate the balloon. But the water coud not aspirated. The user pulled and removed the catheter and found the asymmetrical shaped balloon. There was no patient injury.